Event description:
A customer reported experiencing footswitch issues. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer reported that the footswitch associated with system was not performing as intended. No further information was provided. The company representative examined the system and was unable to replicate the reported event. The company representative verified that the footswitch and system functioned as intended. The system was manufactured on september 1, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).